Manufacturer narrative:
Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the instructions for use, valve malposition and regurgitation requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the initial tavr valve was placed too high, the cause of which is unknown, but could be related to the moderate annulus calcification. The resulting pvl was likely due to the high position of the valve within the native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), once the 26mm sapien 3 valve was implanted by tf approach in the aortic position, it jumped (with without a known reason) towards the aorta, resulting in moderate pvl. The first valve landed too high in the annulus (+2mm). The native annulus measured 25.6, (area measured 515) was moderate calcification. There was no embolization of the valve and a second valve was deployed 2mm lower implanted with a perfect result.

Manufacturer narrative:
Per the instructions for use, valve malposition and regurgitation requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the initial tavr valve was placed too high, the cause of which is unknown, but could be related to the moderate annulus calcification. The resulting pvl was likely due to the high position of the valve within the native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), once the 26mm sapien 3 valve was implanted by tf approach in the aortic position, it jumped (with without a known reason) towards the aorta, resulting in moderate pvl. The first valve landed too high in the annulus (+2mm). The native annulus measured 25.6, (area measured 515) was moderate calcification. There was no embolization of the valve and a second valve was deployed 2mm lower implanted with a perfect result.

Manufacturer narrative:
Images were provided to edwards for review. The procedural cine was reviewed by an edwards physician. No pre-op CT or echo images were submitted for review. The cine images showed a large annulus, with heavily bulky calcified leaflets and a horizontal aorta. The descending and abdominal aorta was tortuous. The balloon aortic valvuloplasty (bav) was good with contrast injection (size unknown), and the coaxial image was good. Prior to deployment, the wire appears to be against lv wall. The valve deployed too ventricular, and moderate pvl was seen. The second valve crossing arch shows wire tension was lost. The image of the first valve not coaxial (valve squared) when deploying second valve. The second valve was deployed too high within the first valve. No pvl seen post second valve placement. Impressions from the imaging review: large annulus with bulky calcified leaflets, and extremely tortuous aorta. Good bav with contrast injection showing contrast leaking around balloon. Balloon appears to be edwards 23mm, but a size was not given. If a 23mm bav has pvl, it is recommended bav using 25mm balloon with contrast injection to ensure correct valve sizing. The 26mm s3 appears marginal/small for the annulus. Prior to the first valve deployment, wire position changed and the wire seen pushing on lv wall losing coaxiality position. The valve deployed too ventricular (may be due to wire pushing towards the apex), no ¿jump¿ of valve was seen. The second valve moving around aortic arch shows loss of wire tension which may cause lv perforation or risk for aortic dissection as the delivery system is advanced. Imaging angle of the first valve was not squared when deploying the second valve, which deployed too high within the first valve. In order to have good sealing, the second valve should be deployed at 30% below first valve. No major pvl seen post second valve placement.